Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal of a locking compression superior clavicle plate and unknown screws due to nonunion. The plate and screws were implanted on an unknown date. The surgeon replaced with a longer plate. There were six (6) screws were involved with unknown sizes. All were explanted easily with screwdriver. The procedure outcome is unknown. This is report 7 of 7 for (B)(4). This report is for an unknown screw.